Manufacturer narrative:
Title how to measure tissue oxygenation using near-infrared spectroscopyina patient with alkaptonuria source p. Kovac et al./journalofcardiothoracicandvascularanesthesia, 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed on (B)(6) 2018, the patient's regional oxygen saturation was 15 on both sides and did not change after re-positioning and switching the sides for the probes and replacing them with the new ones. It was reported that after resetting the monitor and trying to exclude possible technical error, the value was still unchanged. Customer reported that the factors which can potentially influence regional oxygen saturation which is the hemoglobin, arterial hemoglobin oxygen saturation and systemic hemodynamic variable were in the normal ranges and these measurements were remained the same after induction of general anesthesia and remained unchanged during the surgical procedure. It was also reported that pre-oxygenation had no effects on the readings and the patient's post-operative course was stable.